Event description:
#8fr. Silicone foley catheter was placed in penis with urine return around a #5 fr. Ureteral catheter. 3cc were inflated into #8. When the #5 came out, several attempts to deflate the foley were unsuccessful. The valve was severed still without deflation. A uro surgeon came and deflated the balloon by transcutaneous puncture.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.